Event description:
Reporter calling, stating that she is having the same problems with her dreamstation 2, the replacement CPAP machine for her original recalled dreamstation. She states "here we go again" regarding "black stuff" coming out of the tubes and hosing and "it gets all over my face." She states has "problems 24/7" with coughing and difficulty breathing. Reporter states that the antibacterial in-line filters between her mask and the machine get clogged with black material "every 10-15 days" and that she has gone through many of these filters because they repeatedly clog. Meanwhile, the filter in the dreamstation 2 machine is not dirty with the black material, nor clogged. Reporter feels her dreamstation 2 is having the "same exact problems" as her original dreamstation device. Reference reports: mw5115500, mw5115501.